Event description:
A customer reported error message ¿2076 clogging detected at specimen¿ during control testing on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to open the reagent tip cover to check tip racks and confirm no dropped tips and all common reagents were full. Tss also instructed the customer to set the analyzer to all-set-home, prime bf wash and diluent with two cycles which temporarily resolved the issue; the customer called back and stated the error reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the complaint. Fse checked the sample nozzle and clot detection alignment. While troubleshooting, fse found obstruction of flow with the sample nozzle. Fse resolved the complaint by cleaning the sample nozzle. Fse successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date 13dec2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2076) clogging detected at specimen cause: the negative pressure generated by suction of a[ rack ID, rack, position, specimen ID] specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the reported event was due a clogged sampling nozzle.